Event description:
Pt experienced superficial stitch infection. Pt exhibited clinical symptoms as determined by established criteria: purulence, erythema, edema, low grade fever, antibiotics ordered by physician. Re-admission to hosp (2/2/95).